Manufacturer narrative:
Terumo cardiovascular systems is submitting this report/event as an MDR because the device is considered a "life-sustaining" device. Terumo's investigation is on-going and a follow-up report will be submitted upon completion of the investigation.

Event description:
On (B) (6) 2009, it was reported by a user facility (B) (6) to terumo cardiovascular that during a cardiopulmonary bypass procedure, a blood gas oxygenator was noted to exhibit a small leak originating from the base of the oxygenator module. Upon recognizing the leak, the perfusionist replaced the leaking oxygenator and the surgical procedure was then successfully completed without further incident. The user facility reported that the pt did not suffer injury of any type as result of this event.